Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer receiving error 200.5040 from 8100 (s/n (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer receiving error 200.5040 from 8100 (s/n (B)(4)). Customer has found device, needing operate firmware updated to version 9.1.17. Customer attempted flash of 8100, in which the task did not complete successfully. Started a remote session, to view their workstation laptop. Assisted customer to check the setup of system maintenance firmware in the network configuration package. We identified the customer configuration package not ¿set as the active package¿, changed status. Assisted customer to step through the flash task in system maintenance. Check to verify the device connected to system maintenance. Explained, and step customer through the flash task process for understanding. Device connected to ¿flash¿, task successfully. Customer will call back, if any further issues and/or concerns. End call.